Manufacturer narrative:
This issue was previously reported in manufacturers report 1628664-2018-02155, but it is unclear which suspect medical device lot number the customer was using; therefore, this report is being sent on the second lot. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. No return patient sample was available. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within established control limits. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed a falsely elevated magnesium result on the architect c4000 analyzer. The following data was provided (mg/dl): sid (B)(6) initial 9.4, repeat 2.1. Sid (B)(6) initial 6.3, repeat 1.6. There was no impact to patient management reported.